Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles material was found on the shell, missing shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a sharp broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken due to unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Health professional reported left side rupture. The device has been explanted.